Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was located in the distal left anterior descending artery (lad). A 2.25 x 28 mm xience xpedition was implanted in the calcified lesion. After deployment, a small dissection was observed. Another xience xpedition stent was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.